Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead had noise which started in august and has increased in frequency of occurrence. No intervention was performed. No further information was provided.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2019. The patient tolerated the procedure well.